Event description:
Reporter alleged discrepant results when comparing their meter to the doctor measurement while customer was in the hospital for a condition not related to diabetes. Customer stated their meter read 300 mg/dl versus the doctor measurement of 130 mg/dl as well as another comparison from their meter of 200 mg/dl versus the doctor measurement of 80 mg/dl. Both comparative values were reportedly performed within 10 minutes. As a result no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.